Event description:
It was reported that the patient underwent medically-indicated revision of the right hip due to elevated cobalt and chromium levels and evidence of tissue damage. Bilateral patient with left hip devices still implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels and evidence of tissue damage. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, there was bursitis consistent with adverse tissue reaction, there were some osteophytes and the posterior pseudocapsule was slightly dehisced. It was noted that the external rotation was stiff, however it is not clear to what time this revers, pre- or post-revision, respectively referring to the new or revised components. No information on the elevated cobalt and chromium levels was provided. As the results from the mentioned pathology and microbiology were not provided further assessment of the reported findings is not possible. Review of the provided document (implantation and revision report) did not provided any information that could explain the onset of or have contributed to the reported findings. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.